Event description:
It was reported approx 1 year and 7 months after surgery the patient experienced pain. The tibial plate and patella were revised. On (B)(6), 2013.

Manufacturer narrative:
Investigation in process.